Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery lasted only 10 minutes. The pump turned off and started vibrating after the battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/12/2013 with the following findings: a review of the pump¿s history showed no evidence of a power loss; however multiple errors were visible that can produce a blank display and vibration alarm. No damage was found to the battery compartment or battery cap. The returned battery cap attached to the pump securely and the pump powered on normally. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Unrelated to the complaint, the pump¿s history showed evidence of a time and date reset to factory default. The pump cover was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.